Event description:
It was reported that an overdischarge (od) was confirmed. It was the patient¿s second od. Two physician mode recharges (pmr) were performed and did not successfully reset the implantable neurostimulator (ins). It was stated that the patient was not using stimulation and did not recharge. The patient was instructed to go home and try a few more pmrs. It was noted that the patient was better suited for a non-rechargeable ins. It was later reported that a pmr was never successful in resetting the ins. No interventions were scheduled or planned. It was stated that the physician was evaluating the next steps. This was the patient¿s second od and it was thought that the patient clearly was not using or recharging the ins, so the patient might be evaluated for a pump.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37744, serial# (B)(4); product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).